Event description:
Inaccurate reading for pint and part was reported. The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person was reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressure readings of p-int and p-art are inaccurate. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair. The failure could not be replicated. No parts were replaced, but it was recommended by the fst to replace the sensor panel if issue happen again. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The related hls set was scrapped by the customer. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. The logged error message "pump disposable error- stop" can be linked to the reported exchange of the cardiohelp and was therefore not further investigated. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up); disturbed (emi) pressure sensor; connection of non-compatible sensor; response time is too long; positive or negative pressure beyond specification (release of tubes); too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. Referring to the instructions for use (IFU) of the caridohelp (chapter 10 "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in the IFU chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2017-02-20. The review of the non-conformities has been performed on 2023-11-28 for the period of 2017-02-20 to 2023-11-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "inaccurate reading for pint and part " could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
This follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00597).

Event description:
Complaint ID: (B)(4).